Event description:
The peritoneal dialysis (pd) patient reported that he felt bloated and draining very little manually. The patient stated he had a temperature of 101.1 degrees fahrenheit. The patient had previously called in due to fill/drain complications during his pd treatment on his liberty cycler. The pt also mentioned he had recent belly button removal surgery due to a hernia. The patient was advised to be seen in the emergency room immediately. During a follow-up call, the pd nurse stated that the patient was seen in the clinic on (B)(6) 2011 with complaints of filling/drain problems on his cycler. The nurse was able to flush the pd catheter, and the patient continued to use the same cycler without any additional reported problems.

Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd nurse stated that the patient was not seen in the emergency room. The patient was seen the next day at the pd clinic and was able to continue use of the cycler without any further reported problems. There was no reported allegations against the device regarding the umbilical hernia surgery. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was performed and the device was in good condition. A simulated treatment was completed without any alarms or noted problems. The cycler passed the system air leak test and valve actuation test. The device was determined to be functioning according to product specifications. Further evaluation found no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.